Event description:
It was reported by the pt that mesh was implanted in 2006. The pt stated that she was having pain around the following month. Pt also reported that she was having the wound irrigated until approx four months later time frame.

Manufacturer narrative:
The subject product was not returned for evaluation. Therefore, no conclusion can be drawn.